Manufacturer narrative:
The device has not been received for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient, the device was unable to analyze. Complainant indicated that the clinician obtained another set of electrode pads and another device to continue treating the patient. Complainant indicated that the patient subsequently expired using the second device, however it was not a result of the reported malfunction.